Event description:
It was reported that the unit broke while in the right knee of the pt. It was further reported that the doctor was able to retrieve the broken piece.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.